Event description:
It was reported that during the pacemaker had not even been implanted for a year and the longevity was already showing only five years remaining. It was mentioned that the patient had atrial fibrillation (af), and the signal artifact monitor (sam) had switched vectors inappropriately due to af. Disk analysis was sent in for review if the high atrial rates were contributing. Engineers determined that the power consumption does appear to be caused by the high rate atrial sensing. However, the device also has the sam patch loaded which can in the presence of af cause even more power consumption. Technical services discussed to consider methods to reduce the patients af and consider programming the device to a non-atrial based brady pacing mode, and disable the sam patch. The device remains in-service. No adverse patient effects were reported.